Event description:
Stapler reload would not click into device. No patient harm. Another device obtained and procedure continued. Manufacturer response for stapler, ethicon echelon flex (per site reporter): to be returned with report .